Manufacturer narrative:
(B)(4). Concomitant medical products: arcos con sz a hi 70 mm pn 11-301331 ln 668190, arcos 14 x 190 mm spl tpr dist pn 11-300914 ln 70095. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2018-06451, 0001825034-2018-06452. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported that patient experienced trochanteric and iliopsoas bursitis approximately two years post-implantation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This report is being submitted to relay additional information. The following section has been updated: concomitant medical products: item # unk, liner, lot # unk; item # (B)(4), head, lot # unk; item # (B)(4), stem, lot # 668190; item # (B)(4), taper, lot # 700950; item # (B)(4), taper sleeve, lot # unk.

Manufacturer narrative:
The following sections have been corrected: b1 the event was not a result of a product problem concomitant medical products: arcos 14x190mm spl tpr dist pn 11-300914 ln 700950. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.